Manufacturer narrative:
(B)(4).

Event description:
Information was received from the manufacturing representative, regarding a (B)(6) year old female patient receiving intrathecal fentanyl 35mg/ml at 9.507mg/day, clonidine, bupivacaine, and dilaudid (concentration and dose asked; unknown via an implantable infusion p ump. It was noted that the drug listed in the programmer was fhcb, and the health care provider (hcp) does not know exactly what was in the pump. The indication for use of the device was for chronic lower back pain, degenerative disc disease, and spinal pain. The concomitant medications were listed as gabapentin, lisinopril, and oxybutynin chloride. The patient history was noted as arthritis, and allergic to wellbutrin. The past surgical history was listed as bilateral tubal ligation and back surgery. It was reported that on (B)(6) 2016, a critical alarm was occurring for an empty pump. A non-critical alarm for low-reservoir was also occurring. Symptoms were reported as withdrawal symptoms. The hcp was going to fill the pump with morphine and bridge the old drug. Additional information received from the hcp reported that the new drug was morphine 10mg/ml at 2.037mg/day or 0.2037ml/day. This was a 25% reduction in flow rate from previous old flow rate of 0.2716ml. The old drug desired dose programmed for bridge was 9.507 (not decreased dose). The hcp acknowledged and confirmed they just wanted a reduction in the flowrate. Additional information received from the health care provider (hcp) reported that on (B)(6) 2016, the pump had been out of medication for at least a week and a half. The patient had gone through withdrawals. The provider spoke to the manufacture concerning the viability of the pump. It was assured that by refilling it using an amount equal to the force pressure of the original concentration that it should be viable. The patient had been informed of the possibility that the pump may have had permanent damage secondary to being lack of medication for such a long period of time. The patient wanted to get the pump refilled. On (B)(6) 2016, the pump was interrogated and reported to be 0ml remaining in the pump. The pump was accessed, and 0.3ml were removed, and 19ml of morphine 10mg/ml was reintroduced to the pump. The pump was updated and the new refill date was (B)(6) 2016. The patient complains of lower back pain, discomfort, and persistent stiffness; characterized as constant, moderate intensity, sharp, throbbing, aching, and stabbing. This was reported as chronic pain, and reported that this current episode started more than 10 years ago. A prior motor vehicle accident (with back injury) might be aggravating it. The patient was getting some pain relief from the pump. A review of symptoms reported: constitutional symptoms of fatigue, chronic and general pain, and pain over lumbar paraspinal muscles;cardiovascular symptoms of palpitations, pedal edema, and tachycardia; respiratory symptoms of recent cough, chronic cough, frequent wheezing, and shortness of breath; gastrointestinal symptoms of abdominal pain (cramps), diarrhea, and nausea; genitourinary symptoms of decreased sex drive and excessive urination; musculoskeletal symptoms of back pain (low, mid, and upper), limb pain, myalgia, neck pain, weakness, collarbone pain, and spasms; neurological symptoms of memory loss, weakness and numbness, stiff neck, trembling, decreased balance, and spinal injury; and psychiatric symptoms of anxiety, depression, insomnia, and panic attacks. The patient had limited range of motion with extension, flexion, left and right lateral bending. The patient had one fall in the past year without injury. The cause for the empty pump and if the symptoms had resolved remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.